Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of subject device risk files revealed the following risks of 'fiber breaking' and 'disconnection of fiber from laser': risk #1 (1003791_g - risk # 2.6.1 - fiber breaking) triggered by "fiber standard usage causes fiber accelerated degradation" has the potential to lead to ineffective treatment and/or prolonged procedure. Risk #2 (1003791_g - risk # 2.7.1 - disruption of energy delivery to target organ) triggered by "disconnection of fiber from lasert" has the potential to lead to ineffective treatment and/or prolonged procedure. In each of the above; the risks have been quantified and found to be negligibly small, and the risks have been characterized and documented as acceptable within full risk assessment. Furthermore, the risks both carry a minor potential 'hazard severity'. A review of subject device lumenis p120 (moses laser) labeling (um_10012510_e) revealed user instructions which alert the user that when there is 'no laser emission' or 'inadequate or no aiming beam' the user is instructed to replace the delivery system, and inspect and replace the debris shield if necessary. A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases." In the reported case "another fiber was exchanged and worked well, and no harm came to the patient or staff" based on the above information, the same malfunction of intraoperative fiber malfunction would not likely lead to serious injury, thus the malfunction is not reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report 2301300000-2018-8029.

Event description:
Lumenis received user facility submitted medwatch report (2301300000-2018-8029) in which the description reads: "moses fiber was removed from packaging and engaged with the laser, with settings of 5j and 10hz totaling just 5 watts. Immediately there was a clicking sound from the fiber and it was not effective the moses laser was turned off and rebooted. Another fiber was exchanged and worked well. It was later noted that the original fiber was broken at the hub. No harm came to the patient or staff members and the manufacturing representative was notified. A photo of the fiber and packaging was sent to the rep for credit, however the device was discarded before it could be saved by clinical engineering for investigation. It was also noted that this is the second time this has happened within the last few weeks. The rep is tracking lot numbers."